Manufacturer narrative:
(B) (4). No definitive root cause was determined. An ocd field engineer arrived on site and made adjustments to the reader camera. The customer ran qc and all was acceptable. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).

Event description:
The customer reported that false negative reactions were observed when performing a crossmatch with a patient and ten donors. The customer initially obtained positive results. No erroneous test results were reported. False negative test results can lead to transfusion of incompatible blood.